Manufacturer narrative:
Age at time of event: over 18. (B)(6). Device eval by manufacturer: the device was not returned for analysis. Media images were reviewed. The migrated coil was shown in the lung.

Event description:
It was reported that the coil migrated. A 15mm x 40cm interlock-35 coil and two non-bsc coils were used in a pelvic vein embolization procedure on (B)(6) 2019. The coils were implanted in the main lesion. On (B)(6) 2020, the patient required additional coiling. An additional coil was placed within a smaller tributary within the lesion location. A chest x-ray showed that the previously implanted coils had migrated to the lung. Intervention was not performed to remove the migrated coils as the patient was asymptomatic and was in stable condition.